Event description:
It was reported that the patient was diagnosed with degeneration of intervertebral disc of lumbar region with discogenic back pain and lower extremity pain. Patient was awaiting approval for replacement.